Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump experienced multiple sensor alarms. Customer reported that the insulin pump alarmed calibration errors and change sensor. Customer's blood glucose levels were not included in the report. Replacement product is being sent.